Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was wearing the infusion set for over 2 days, and using fiasp insulin. Tandem clinical support informed customer that wearing the infusion set for over 2 days, and using fiasp insulin, is off label per the tandem user guide. Customer changed the infusion set and resumed insulin therapy. Customer¿s blood glucose level was in the 300's-400's mg/dl.